Event description:
Middle aged male with history of grand mal epilepsy since his early teens. Found unresponsive and to emergency department, st-segment elevation myocardial infarction diagnosed. Trach inserted, 5 days later the flange of the trach broke off while on ventilator. Respiratory therapist held the trach in place until the ent was able to replace the tracheostomy. Shiley #87 lot 20g0293jzx. Patient had a number 8 shiley tracheostomy in and it broke off at the plastic flange at the neck. Patient was on the ventilator and respiratory therapy was able to hold the trach in place until nurse was able to come in and replace the tracheostomy. Per 4 nurses this is the second patient this has happened to in the last month. Patient was in interventional radiology (ir) for peg tube placement. Ir called to say patient was ready to come back to room. Right after that, resp. Therapy called to say that trach was broken. Went down to ir to pick up the patient. The trach was broken off at the flange and had to be held in place. Rapid response was called on arrival to floor. Nurse paged, who came in and replaced the trach. This is the 2nd time that a flange has broken in 1 month. Only time for this case. Prior case was not reported.